Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation and no lot number was provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient received a small pneumothorax which showed up on x-ray after a superdimension enb biopsy procedure. The doctor admitted the patient overnight for observation.